Event description:
Orthodontist reported that during the debonding of an apc clarity ceramic bracket, tooth dentin was exposed when a piece of enamel (1.5mm in diameter and 1.5 mm in depth) was removed from a pt's upper left second bicuspid. Orthodontist stated that the tooth was in good condition prior to orthodontic treatment, that he used the correct technique and instrument for debonding the bracket. However, a remnant of the bracket base was left on the tooth, and orthodontist reported that he used a straight cutter to remove the bracket remnant. The instructions-for-use direct the orthodontist that "if a bracket fractures during treatment or debonding, use a diamond burr to remove the ceramic fragments". The tooth was repaired with composite material.